Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was fractured due to subclavian crush and there was loss of arial/ventricular association. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.